Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the implanted stent recoiled. The target lesion was a chronic total occlusion located in the mildly tortuous and severely calcified right coronary artery (rca). The 3.0x38mm promus element stent was successful deployed and looked good in the cine after it was first placed. Two additional promus stents were deployed. Following deployment of the other two stents, it was noted that the 3.0x38mm promus element recoiled. The stent was post-dilated and a non-bsc stent was implanted in the area of recoil. No patient complications were reported and the patient status is stable.